Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and uterine perforation ("essure devices protruding through the wall of the uterus into the peritoneal cavity") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included pelvic pain, menorrhagia, dysmenorrhea, abdominal adhesions and umbilical hernia. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complication"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device, medical device removal and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, robotically assisted total laparoscopic hysterectomy, right salpingo oophorectomy, extensive lysis of adhesions and cystoscopy were performed. A large amount of adhesions from the omentum to the anterior abdominal wall was seen. Physician could see both essure devices protruding through the cornua bilaterally. The uterus, cervix, tube and right tube and right ovary were removed without difficulty. Cystoscopy was then performed and showed no injury to the bladder. Estimated blood loss was 50 ml. Diagnostic results: on (B)(6) 2015: pathology report description: right ovary is grossly noted for being cystic (white and tan ovarian cut stroma that is remarkable for 8 mm blood filled cyst). The right fallopian tube is grossly noted for having a previous surgical interruption and also contains metal essure coil that is 4.9 cm. The uterus without tubes and ovaries is 79 grams. The uterus is open in the usual fashion revealing a perfect endocervix, a maximum myometrium wall thickening of 1.7 cm and an endometrium of 3 cm. Cervix: no pathological abnormality. Uterus: unremarkable proliferative endometrium. Ovary right: follicle cyst. Fallopian tube, right: minimal hydro salpinx with associated essure device. Concerning the injuries reported in this case, the following ones were described in patient's medical records: uterine perforation and medical device removal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter (now medically confirmed case) and event essure devices protruding through the wall of the uterus into the peritoneal cavity were added from medical records. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed (bilateral salpingectomy and hysterectomy performed) due to complications. Upon receipt of further information contained in the medical records, it was reported that essure devices were protruding through the wall of the uterus into the peritoneal cavity. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the exact mechanism of the reported perforation is unknown. This case was regarded as incident since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices protruding through the wall of the uterus into the peritoneal cavity/ perforation, migration") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included menorrhagia, dysmenorrhea, abdominal adhesions, umbilical hernia and pelvic pain. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, fatigue and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: on 14-oct-2015, robotically assisted total laparoscopic hysterectomy, right salpingo oophorectomy, extensive lysis of adhesions and cystoscopy were performed. A large amount of adhesions from the omentum to the anterior abdominal wall was seen. Physician could see both essure devices protruding through the cornua bilaterally. The uterus, cervix, tube and right tube and right ovary were removed without difficulty. Cystoscopy was then performed and showed no injury to the bladder. Estimated blood loss was 50 ml. Concerning the injuries reported in this case, the following ones were described in patient's medical records: uterine perforation and medical device removal. Diagnostic results: on 15-oct-2015: pathology report. Description: right ovary is grossly noted for being cystic (white and tan ovarian cut stroma that is remarkable for 8 mm blood filled cyst). The right fallopian tube is grossly noted for having a previous surgical interruption and also contains metal essure coil that is 4.9 cm. The uterus without tubes and ovaries is 79 grams. The uterus is open in the usual fashion revealing a perfect endocervix, a maximum myometrium wall thickening of 1.7 cm and an endometrium of 3 cm. Cervix: no pathological abnormality. Uterus: unremarkable proliferative endometrium. Ovary right: follicle cyst. Fallopian tube, right: minimal hydro salpinx with associated essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: reporter information updated and lawyer added (legal case), essure was implanted in (B)(6) 2007. Events device removal and device complication were replaced with events abnormal bleeding, fatigue, painful intercourse and pain. Event perforation, migration was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices protruding through the wall of the uterus into the peritoneal cavity") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included menorrhagia, dysmenorrhea, abdominal adhesions, umbilical hernia and pelvic pain. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatibue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, fatigue and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, robotically assisted total laparoscopic hysterectomy, right salpingo oophorectomy, extensive lysis of adhesions and cystoscopy were performed. A large amount of adhesions from the omentum to the anterior abdominal wall was seen. Physician could see both essure devices protruding through the cornua bilaterally. The uterus, cervix, tube and right tube and right ovary were removed without difficulty. Cystoscopy was then performed and showed no injury to the bladder. Estimated blood loss was 50 ml. Concerning the injuries reported in this case, the following ones were described in patient's medical records: uterine perforation and medical device removal. Diagnostic results: on (B)(6) 2015: pathology report description: right ovary is grossly noted for being cystic (white and tan ovarian cut stroma that is remarkable for 8 mm blood filled cyst). The right fallopian tube is grossly noted for having a previous surgical interruption and also contains metal essure coil that is 4.9 cm. The uterus without tubes and ovaries is 79 grams. The uterus is open in the usual fashion revealing a perfect endocervix, a maximum myometrium wall thickening of 1.7 cm and an endometrium of 3 cm. Cervix: no pathological abnormality. Uterus: unremarkable proliferative endometrium. Ovary right: follicle cyst. Fallopian tube, right: minimal hydro salpinx with associated essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: after internal review, event term was amended to essure devices protruding through the wall of the uterus into the peritoneal cavity (perforation, migration was removed). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.